Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 7.5 mmol/l. Customer stated customer was caught in the rain and the device was in his pocket. The device could have gotten damp, or the buttons may have been pressed over time. Customer was advised to discontinue use of the device and revert to back up plan. Customer wasn't able to access the menus. Customer agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted to the electronic assembly. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).